Event description:
A healthcare facility in washington reported via a fisher and paykel healthcare (f&p) field representative that the tubing connection of an optiflow 3s nasal cannula had disconnected from the patient interface during use. While providing in-service training the f&p field representative observed that the healthcare facility was not using the cannula tube clip. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device details including the specific model number of the subject optiflow 3s nasal cannula were not provided. The healthcare facility reported that they had four separate occasions of the optiflow 3s nasal cannula disconnecting from the patient interface. The other three events are reported separately under the following references: MFR: 9611451-2024-00133, f&p ref: (B)(4), MFR: 9611451-2024-00134, f&p ref: (B)(4), MFR: 9611451-2024-00025, f&p ref: (B)(4). Product background: the optiflow 3s nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The optiflow 3s nasal cannula features side swapping capability, allowing the tubing to be positioned on either side of the patient. The interface is held in place by a head strap and features a cannula tube clip which works in tandem with the blue tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow 3s interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel (f&p) mr850 and 950 humidification system devices. Optiflow 3s interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow 3s interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint optiflow 3s nasal cannula was not returned to f&p for evaluation. A f&p field representative visited the hospital to provide in-service training related to this event. Our investigation is based on the information and photograph provided by the healthcare facility, the information provided by the f&p field representative and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing connection of the optiflow 3s nasal cannula was partially disconnected from the patient interface. There was no reported damage to the subject cannula. A f&p field representative observed that the healthcare facility was not using the cannula tube clip. Conclusion: the reported disconnection is likely to have occurred due to the healthcare facility not using the cannula tube clip. There was no reported damage to the subject device. A f&p field representative provided in-service training at the healthcare facility. The user instructions which accompany the optiflow 3s nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the tubing connection is properly inserted and the canula tube clip is appropriately attached. The user instructions also state: "failure to properly insert the tubing connection may result in loss of therapy." "Failure to follow the fitting instructions can compromise performance and affect patient safety." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy."

Event description:
A healthcare facility in washington reported via a fisher and paykel healthcare (f&p) field representative that the tubing connection of an opt104x optilfow 3s nasal cannula had disconnected from the patient interface during use. The f&p field representative observed that the healthcare facility was not using the tube clip. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device details including the specfic model number of the subject opt104x optiflow 3s nasal cannula was not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. The opt104x optiflow 3s nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The optiflow 3s nasal cannula features side swapping capability, allowing the tubing to be positioned on either side of the patient. The interface is held in place by a head strap and features a cannula tube clip which works in tandem with the blue tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow 3s interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow 3s interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow 3s interfaces are not intended for life support and appropriate patient monitoring must be used at all times. This report is related to 3 other events reported by the healthcare facility: - MFR: 9611451-2024-00133, f&p ref: (B)(4). - MFR: 9611451-2024-00134, f&p ref: (B)(4). - MFR: 9611451-2024-00025, f&p ref: (B)(4).